Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
Log files could not be retrieved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor not functioning as intended was confirmed via the motor¿s functional analysis. The returned centrimag motor (serial number (B)(6)) was functionally tested at the service depot and at the product performance engineering department. M2: motor disconnected alarms were reproduced when the motor was connected to multiple test consoles. The motor¿s cable was measured for continuity, and one of the motor¿s lines was measured to be open. The motor¿s connector was opened, and its shielding wire, which connects to a metal plate within the lemo connector for grounding, was observed to be poorly soldered to the plate. The wire was resoldered onto the metal plate to ground the connection; then, the motor was tested alongside a mock loop and was able to operate as intended. The root cause of the reported event was determined to have been an improper solder joint within the motor¿s lemo connector. This issue was previously identified and has been addressed via a manufacturing analysis task, and a supplier corrective action request (scar) was initiated to inform the supplier. Centrimag motor (B)(6) was manufactured prior to the scar being initiated. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information not provided. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag motor did not respond when connected to the centrimag console. The alarms cleared when another motor was connected. The customer wanted to return the centrimag motor for evaluation and repair.